Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized four years ago due to a low blood glucose event that caused her to go into a diabetic coma. The paramedics came to treat her for the low blood glucose. Troubleshooting was declined for the low blood glucose event as the customer no longer has the insulin pump. The customer could not recall their exact blood glucose value at the time of incident. No products were returned or replaced.